Event description:
During procedure, the right atrial (ra) lead helix would not extend properly. A new lead was used to complete the procedure and the patient was in stable condition.

Manufacturer narrative:
The reported event of helix failure to extend was not confirmed. A complete lead was returned in one piece for analysis. As received, the helix was fully extended, clogged with blood/tissue and measured within specifications. X-ray found the inner coil at the connector region severely over torqued consistent with procedural damage. After cleaning, the helix was able to retract and extend by applying torque directly to the inner coil at short length. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray analysis did not find any anomalies with the exception of damages that are consistent with procedural damage.